Manufacturer narrative:
Tandem user guide states: do not start to use your system before consulting with your healthcare provider to determine which features are most appropriate for you. Only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer entered settings incorrectly onto the pump. Customer programmed a basal rate of 4.5 units/hour instead of the intended .45 units/hour. Subsequently, the customer's blood glucose decreased to 53 mg/dl. Bg was addressed via carbohydrate consumption. Reportedly, customer continued to use the pump for insulin delivery.